Event description:
During a arthroscopic labral tear of the left shoulder, an arthrex suture lasso was used. Approximately 1 inch of the metal curved end broke off and became lodged in the tissue near the left shoulder.